Event description:
The issue reported was unrequested gantry motion occurred during a patient acquisition. The patient was removed from the table and no harm occurred. System use was discontinued. The issue is under investigation and a supplemental report will be submitted when investigation has been completed.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4). Date of report: 20220825.

Manufacturer narrative:
Device evaluated by manufacturer was updated from no to yes. The issue reported was intermittent motion errors and instances where in the morning, the system would not be in the same position it was left in the night before. The customer then observed uncommanded gantry motion during a patient study. The patient was removed from the table and system use was discontinued. There was no patient harm. The philips field service engineer (fse) went to the site and confirmed the reported problem. The fse was able to move the system using the handcontroller without pressing an enable button. The fse replaced the handcontroller to resolve the issue. The handcontroller was returned to philips for evaluation. There was visible damage noted to the handcontroller. The engineer tested the handcontroller and was able to confirm the fse¿s findings. The handcontroller was then checked to verify the firmware version. It was concluded that the firmware loaded on the handcontroller was not the correct version that had been updated on 15-jan-2020. The fse confirmed the site¿s biomedical engineer ordered and replaced the handcontroller utilizing a third-party vendor. The replacement handcontroller did not have the appropriate firmware version installed. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate an e-stop in case of any unexpected motion. The probable cause was use error: the original handcontroller was replaced with a handcontroller with outdated firmware from a third party vendor.